Event description:
It was reported that a user experienced persistent hyperglycemia with glucose readings over 250 mg/dl for several days while using the ilet system; the user performed a supply change and tubing change, moved the infusion site from the abdomen to the outer thigh during troubleshooting, and the blood glucose trended from the 250s to 196 mg/dl without food intake, with the device problem characterized as information insufficient. Symptoms included hyperglycemia and fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.